Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified foreign material was observed in two 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The lot was manufactured from may 17, 2019 - may 19, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed and a light colored folded elongated polymeric particle was identified in the first sample and there were no particles identified in the second sample. The reported condition was verified for the first sample and was not verified for the second sample. The cause of the particulate matter was due to a manufacturing related issue. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.